Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-05421 for a description of the first device. It was reported to boston scientific corp that during a vaginal vault suspension procedure using an uphold vaginal support system, the first leg assembly was thrown through the pt's left sacrospinous ligament. The needle was captured by the capio cage. The cage was bent, and the needle became stuck inside it, causing the suture to break about 2 mm from the needle. The detached needle remained caught inside the capio cage. The physician noted that a year prior, the pt had an unsuccessful "ams apogee and perigee" placement procedure. She opined that the needle became stuck in the previous mesh, and that caused the needle to detach from the uphold suture. The physician removed the uphold device from the pt and completed the procedure with another opened uphold vaginal support system. Although the procedure was prolonged by approx 40 minutes in total, there were no further complications to the pt, who is reportedly "stable" post-procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).